Manufacturer narrative:
The malfunctioning device will be returned for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Filter leaking tpn.

Manufacturer narrative:
Three samples of the ams-944 were returned from the customer. Upon the arrival of the three samples, visual inspection was conducted, and no damage , visual cracks or possible points of leakage were found. Following visual inspection, saline was administered through the female luer extension leg with the one-way filter on all three sample sets-first with the male luer end open to allow flow through the extension set, and then with the male luer end capped to restrict flow. When the male luer end was open, no leakage was observed at the filter on any of the samples. However, when the male luer end was capped and high pressure was applied using a saline-prefilled syringe, small amounts of saline were observed leaking from the filter vent. This may be the leakage the customer experienced with the product. This leakage was attributed to pressure buildup resulting from the force applied to the syringe while flow was blocked at the male luer end. With the information observed during the investigation, this complaint could not be confirmed as related to manufacturing. During the qc inspection of this product lot, 135 units out of (B)(4) were subjected to leak and occlusion testing. No failures were observed during the testing. A 2-year review of vygon USA complaint data from 12/1/2023 to 12/31/2025 reveals that this is the first reported complaint regarding a leaking ams-944, lot number 2310015d. Corrective action: based on the complaint investigation, the cause of this issue could not be confirmed. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Event description:
Filter leaking tpn.